Event description:
On 15 june 2009, the sales rep reported that during a kit inspection the harmony retractor slider was found broken. Additional info received from the sales rep 2 july 2009. Two harmony sliders were found during a kit inspection of parts that had come into the office from various places. One was bent and the other was broken. The rep was not sure how long the instruments had been in this condition. The malfunction, broken has resulted in an adverse event in the past.

Manufacturer narrative:
Kit inspection; no pt involvement. Product is an instrument and not implantable. Requests have been made for the return of the product. Eval is pending.